Event description:
It was reported that the patient underwent a revision procedure due to a fractured left lead and an impedance issue on the right lead, which was found on the day of the revision. A full system revision was performed. There was no alleged malfunction on the implantable pulse generator (ipg), and it was replaced as a precautionary measure. New leads and ipg were implanted without complications. There was no report of patient harm or injury. A review of the post-initial implant imaging confirmed an implant technique issue.

Manufacturer narrative:
Mml# (B)(4). Other devices explanted. Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6) UDI# (B)(4). Model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6) UDI#: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure due to a fractured left lead and an impedance issue on the right lead, which was found on the day of the revision. A full system revision was performed. There was no alleged malfunction on the implantable pulse generator (ipg), and it was replaced as a precautionary measure. New leads and ipg were implanted without complications. There was no report of patient harm or injury. A review of the post-initial implant imaging confirmed an implant technique issue.

Manufacturer narrative:
Mml# (B)(6), other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI# (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4). The ipg and lead assemblies were received for analysis. The out-of-range (oor)/high impedance issue was confirmed. Visual inspection of the right lead revealed rounded, fractured wires across all coils. The left lead revealed one rounded fracture coil. The leads failed functional testing due to observed rounded fractures in the coils. No other damages or anomalies were observed throughout the leads. There was no allegation of any issue with the ipg's functionality. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). H6 updated.